Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. During inspection and testing, service found the charge coupled device (ccd) unit was damaged. The insertion tube was aged and yellowed, the tapered sleeve was broken, the suction seat was worn, the button was broken, and the scope cover was broken. The image had a watermark, and the tip had a bump. The connecting tube was dirty, the image guide protector was damaged. The suction cylinder was shaved. Scratches were observed on the switch box, on switch 1, on the scope cover, and on the video cable, and the light guide hose. Per the legal manufacturer, these other device issues identified by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, the following are the potential causes: - damage to the charge coupled device (ccd) unit - sliding error of movable l-range that occurred in the zoom scope - image occurred within the allowable range - damage or deformation of the connector. The event can be detected/prevented by following the instructions for use: operation manual - inspection of the endoscopic system operation manual: important information ¿ please read before use - warnings and cautions.

Event description:
The customer reported that there was a leak in the insertion tube rubber bending section. The issue was found during preparation for use. There was no patient or user injury reported. The device was returned to an olympus service center for evaluation. During inspection and testing, service found that the endoscopic image was blurred. This report is being submitted for the malfunction [blurred image] found during the device evaluation.